Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that the left ventricular (lv) lead was dislodged. The physician explanted and replaced the lv lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece for analysis. The s-curve hump height was measured within specification. Visual examination found no anomalies.